Manufacturer narrative:
D6a: file updated to add implant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97715, serial#: (B)(6), implanted: (B)(6) 2023, product type: implantable neurostimulator, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2023, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 19-oct-2027, UDI#: (B)(4), product ID: 977a260, serial/lot#: (B)(6), ubd: 11-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from the manufacturer representative (rep). The caller stated, the patient (pt) was set for a lead revision yesterday related to previous noted case. The caller stated, that the leads were backed 'all the way down' and they were tangled up. The caller states, they assumed, the pt had twiddler's syndrome. The caller states, that the pt had impedance issues on both leads, so both leads were removed and replaced. The leads were connected to the previously implanted battery and the impedance test showed possible shorts on 4 electrodes. Caller states, they removed the leads, wiped down and re-inserted multiple times, but the issue remained. The caller states, they opened a new implant (ins) per the doc's request. And the impedance issues remained on the contacts in question. The caller states, the removed ins is in the facility's pathology lab and when they are through, they will send the product(s) back.

Manufacturer narrative:
Concomitant medical products: product ID 97715 lot#/serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type implantable neurostimulator product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead product ID 977a260 lot#/serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.